Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Newton-af clinical study (B)(6). It was reported that following an index ablation procedure on (B)(6) 2022 to treat atrial fibrillation using an intellanav stablepoint open-irrigated catheter the patient experienced a left frontal ischemic stroke. Stroke onset was (B)(6) 2022, and was determined the cause of the stroke was most probably the ablation procedure. The stroke resolved without interventions and without further patient complications. The catheter is not expected to be returned as the adverse event occurred after the procedure had been resolved.

Event description:
Newton-af clinical study (B)(6). It was reported that following an index ablation procedure on 18 april 2022 to treat atrial fibrillation using an intellanav stablepoint open-irrigated catheter the patient experienced a left frontal ischemic stroke. Stroke onset was (B)(6) 2022, and was determined the cause of the stroke was most probably the ablation procedure. The stroke resolved without interventions and without further patient complications. The catheter is not expected to be returned as the adverse event occurred after the procedure had been resolved.

Manufacturer narrative:
Correction to b3: date of event. Correction to b5: event description. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Newton-af clinical study (B)(6). It was reported that following an index ablation procedure on (B)(6) 2022 to treat atrial fibrillation using an intellanav stablepoint open-irrigated catheter the patient experienced a left frontal ischemic stroke. Stroke onset was (B)(6) 2022, and was determined the cause of the stroke was most probably the ablation procedure. The stroke resolved without interventions and without further patient complications. The catheter is not expected to be returned as the adverse event occurred after the procedure had been resolved. Newton-af clinical study (B)(6). It was further reported that the suspected cause of the stroke was atrial fibrillation or intraprocedural thrombus formation and embolization.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.